Event description:
It was reported that patients leads had migrated and was noted that patient was not able to get enough pain relief, the patient underwent a lead repositioning procedure and was doing well post operatively.